Manufacturer narrative:
(B)(4). Investigation results: a polaris ultra stent was returned for evaluation. A visual evaluation of the returned device found that it was damaged at 7cm from the proximal end (bladder pigtail). The suture was not returned for analysis. No other anomalies or damages were encountered. Based on the product analysis, the defect noted could have been caused by the user due to excessive manipulation and interaction of the stent with suture. This type of failure is consistent with one caused when a device is pulled strongly and/or was submitted to an excess of force; excess of force may cause damage, deformities or device break. Therefore, cause traced to component failure, is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was unpacked for use for a ureteral stenting procedure to be performed in the left ureter on (B)(6) 2018. According to the complainant, during preparation, the suture was removed and the stent was noticed to be damaged. It was reported that the stent was damaged by scissors when attempting to remove the suture. The procedure was completed with another polaris ultra stent. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; stent broken.